Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No further investigation on the abutments as they remain in place and there no allegation of malfunction. Functional testing can not be performed on "loosening" because the event can not be recreated on a single use item no pre-existing conditions were noted on the complaint that could cause or contribute to the reported event. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: 'warnings' 'precautions' 'potential adverse events'. ¿surgical manual: tapered & parallel walled implants¿ instsm rev h 08/18 information identified: torque matrix - internal connection; page iii. DHR review was completed for the subject lot number (1190109). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1190109) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The reported event is non-verifiable with the information provided. In addition, screws are designed and manufactured for a single use and should not be re-tightened. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw was loose.